Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. Visual inspection noted the lead had been severed approximately 6.8 centimeters from the terminal end. Additionally, no damages were observed on the segment. Resistance and pressure testing was performed which confirmed the electrical continuity and insulation integrity of the segment. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent tricuspid valve replacement surgery at time the physician cut the associated right ventricular (rv) lead. Device therapy had been programmed off and the patient was sent home wearing a life vest. The patient presented later with pacing spikes observed after the qrs complex. A boston scientific field representative stated the pacing spikes resulted from a monitor error. The system was subsequently explanted and replaced with a competitive system. No additional adverse patient effects were reported.